Event description:
It was reported that the patient was having their stimulator explanted on (B)(6) 2013. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the device was removed because the patient alleged it was ¿causing them pain and didn¿t feel like it was working anymore.¿ patient¿s name and date of birth were verified.